Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported difficulties tightening tubing. When the nurse is preparing to manually tighten the stopcock to the tubing, the stopcock section comes apart. The tubing is re-attached and still used. This happens prior to patient use.